Manufacturer narrative:
This report is submitted on december 27, 2022.

Event description:
Per the clinic, the patient experienced a skin infection and was treated with oral and IV antibiotics (specific date and duration not reported). Subsequently, the device was explanted on (B)(6) 2022. There are no plans to reimplant the patient with a new device as of the date of this report.